Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on golden system and was run in normal mode. The iesu has no significant scratches or dents. The front bezel is in decent condition. C-34 error occurred on start and mono coag activation. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error c-34 appeared on vio dv integrated electrosurgical unit (iesu) when the surgeon was firing monopolar energy. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had used both monopolar ports and replaced monopolar curved scissors (mcs) instrument and monopolar energy cord, but the issue was not resolved. Tse confirmed error c-34 in the logs. Tse had site perform a hard power cycle the iesu, but the issue persisted. The surgeon needed monopolar energy for the procedure; therefore, a third-party esu (forcetriad) was used to continue with the procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.